Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Device 1 of 2. Reference MFR. Report #: 1627487-2020-49113. It was reported the patient underwent an scs lead implant procedure on (B)(6) 2020. Purulent discharge was found at the patient's ipg site after the physician placed the lead intended for use. A culture was taken and the results revealed the patient tested positive for an infection. As a result, the implant procedure was abandoned and the patient's ipg was explanted to address the infection. The lead intended for use was also removed.